Manufacturer narrative:
(B)(4). An examination of the returned device revealed that the center support was protruding through the surface of the distal tubing near the thermal bond. The distal shaft was twisted 8 full turns. The length of the distal shaft was within specification. The tab of the center support was found fractured and a portion of it was missing. The size of the portion missing from the center support tab is .12" in length. The distal tubing was dissected past the torque hole and the inner makeup of the catheter was inspected. Dried blood was present inside the distal assembly. Dissection and visual inspection indicated that the returned device was built per manufacturing and product specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary mapping diagnosis procedure, the catheter casing broke. As the physician torqued the 6fr polarix x steerable decapolar mapping catheter towards the coronary sinus, it was noted that the polaris x catheter was not steering properly. When the polaris x catheter was removed from the patient, a break in the polaris x catheter casing was noted. Another polaris x catheter was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a coronary mapping diagnosis procedure, the catheter casing broke. As the physician torqued the 6fr polarix x steerable decapolar mapping catheter towards the coronary sinus, it was noted that the polaris x catheter was not steering properly. When the polaris x catheter was removed from the patient, a break in the polaris x catheter casing was noted. Another polaris x catheter was used to complete the procedure. No patient complications were reported and the patient's status is fine.